Event description:
It was reported by the affiliate that when the device was used the cartridge did not place any staples in the proximal and distal ends of the staple line. Both ends were oversewn with suture and problem solved. There was no pt consequence.